Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a metal piece of the usb port of the pump appeared to be bent as the customer was unable to charge the pump battery, and subsequently the pump shutdown. The customer's blood glucose level was 126 mg/dl. The customer reverted to an alternate method of insulin therapy.